Event description:
It was reported that phrenic nerve stimulation from the left ventricular (lv) lead was discovered post-implant. Output was adjusted to avoid the stimulation. Vector testing the following morning found either no capture at high outputs or continued phrenic nerve stimulation and the lead was reprogrammed. Further stimulation was reported the next evening followed by additional reprogramming which resolved the stimulation. The lead remains in use. No patient complications have been reported as a result of this event. <(><<)>end>

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead implanted 2010-(B)(6); c4tr01 ipg implanted 2014-(B)(6). (B)(4).